Event description:
It was reported the customer experienced an elevated blood glucose level of ¿high¿ on cgm, due to needing settings adjustments. The customer treated their bg with a correction bolus via pump. Customer reported that due to their elevated levels they were vomiting. Reportedly, the customer was instructed to consult their health care provider to discuss their settings to better meet the customer¿s needs.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.